Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the pump and cartridge have been returned and evaluated by product analysis on 07/16/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime alert due to non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. In addition, evaluation of the returned cartridge found that the force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. The reported prime issue was verified in the black box but not duplicate during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, loss of prime alerts occurred with multiple cartridges from different boxes. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.